Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon broke off the metal piece on the back of the ratcheting handle while hammering it. A second handle was brought in to continue the surgery. No further details regarding the damage were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Product is class I for us regulations and does not require a 510(k) designation. Return requested. Replacement small straight ratcheting handle shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the end cap has been broke off and is missing. Otherwise, the handle accepts and releases instruments without issue and the ratcheting mechanism functions normally. The reported event was confirmed to be caused by physical damage of the handle. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.